Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "lump", "hardness", "feeling of implants about to rupture", anxiety - product/procedure, and seroma-late.

Event description:
Patient reported " implants are hard, lumpy, huge amounts of pain, lumps can clearly be felt through skin, unable to sleep and implant is about to rupture" patient has also confirmed the draining of a seroma. Device has been explanted. This relates the right side.